Event description:
On (B)(6) 2009, the pt reported that the infusion device does not vibrate when buttons are pressed. She stated that the infusion device was not dropped and insulin was not spilled in the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.